Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device sdi ports were messed up. Reportedly, the bnc connectors were broken which resulted in image loss on monitor. Since the sdi ports were damaged and broken, there was no video being received on display monitor. Bnc connectors were physically damaged and bent. Bnc cable connector could not connect to output device. The issue was found during setup before an unspecified case started. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.